Event description:
The customer reported that the probe on the orth provue analyzer dripped fluid. The reagents and samples were contaminated. No erroneous results were reported. Probe issues may lead to dilution of sample/reagent, carry over and/or cross contamination and erroneous results, which could lead to transfusion of incompatible blood.

Manufacturer narrative:
An ocd field engineer visited the customer site and found that the wash block was cracked. The fe replaced the wash block, the pressure regulator and performed the necessary adjustments to return the instrument to expected operation. Qc passed. This customer has not logged any similar complaints against this analyzer since this incident. Incident is isolated. (B) (4).